Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) found a helium leak at the lower fitting of the low pressure helium regulator. The stm tightened the fitting. The iabp then passed all functional and safety tests per factory specifications, cleared for clinical use and returned to the customer.

Event description:
The customer reported that while performing service they discovered that the cardiosave had a helium leak. The external helium tank emptied after 10 days without use. No patient involvement reported. No adverse event reported.